Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had an open wound at the site of the ipg. The edge of the ipg could be observed via the wound. No drainage was done. The would was excised, and the ipg was replaced. A antibacterial pouch was placed around the replacement ipg in the pocket site. The ipg was sent to the hospital pathology lab. The issue was resolved. There were no further complications reported.